Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes.

Event description:
It was reported that during a bile duct lithotripsy procedure, the subject device did not come out of the scope. After crushing one of the gallstones, it was inserted into the scope again and was used to crush another gallstone, but it did not come out of the scope. This resulted to a delay of procedure for more that 30 minutes while that patient was under sedation. The procedure was then completed with a similar back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b1, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the basket wire was deformed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.